Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right forearm shunt. This 7.0 x 40/40 (4f) sterling balloon catheter was advanced without resistance to dilate the lesion. Once to the lesion, the balloon ruptured on the first inflation at 6atms after being inflated for approximately 30 seconds. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no other devices. An examination of the device found a longitudinal tear in the balloon wall extending nearly the full length of the balloon. The proximal end of the balloon was bunched up. The shaft was kinked 3 and 11mm from the tip. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right forearm shunt. This 7.0 x 40/40 (4f) sterling balloon catheter was advanced without resistance to dilate the lesion. Once to the lesion, the balloon ruptured on the first inflation at 6atms after being inflated for approximately 30 seconds. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.